Manufacturer narrative:
The insulin pump had a cracked display window, a cracked case at the display window corners, broken battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a piece missing near the battery compartment area. Customer thinks she might have bumped the counter top of the bathroom. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.